Event description:
Patient reported that the adhesive pad did not stay attached to the body for the full 24 hour period. Patient confirmed that the application site is cleaned properly and device is rotated from on side to the other.